Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure. Procedure date is unknown. According to the complainant, the hta procedure was completed without alarms or error messages. However, approximately 2 weeks post operative, the patient returned to the physicians office due to a fluid discharge that she initially thought was urine. The fluid was tested and determined to be serous fluid. Examination confirmed a burn to the anterior portion of the patients cervix. The area was reported to be white and slightly necrotic. The burn was not treated as the physician stated it would heal on its own and that the patient was not experiencing any pain. Follow up information received on (B)(4) 2013 confirmed the patient is doing fine and healing well. The patient reportedly has a urinary tract infection which is unrelated to the hta procedure. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined.